Manufacturer narrative:
A sample was received on 10 dec 2018 for a separate reported event that did not match the information provided. On 28 dec 2018 the customer confirmed that it was not the correct sample for that previously reported event. However, initial visual examination of the sample revealed that the sample may have the same malfunction. Out of an abundance of caution, a separate report (8030647-2019-00002) was initiated. The product involved in the report has been returned and is being processed for evaluation. The device history record for lot m18092t403 was reviewed and the product was produced according to product specifications. All information reasonably known as of 10 jan 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the catheter tube detached from the suction catheter. No further information provided.

Manufacturer narrative:
One used sample was returned for evaluation. The catheter was found to be detached from the bushing. Visual examination of the bushing and the proximal end of the tubing revealed inconsistent adhesive application. The root cause was determined to be manufacturing related. All information reasonably known as of 07 mar 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.